Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a left partial knee arthroplasty on an unknown date. Subsequently, patient underwent manipulation of the knee secondary to arthrofibrosis on (B)(6) 2003. No components were removed or replaced.